Event description:
It was reported that the device was used during a gyn procedure, however, it was the appendix needed to be removed. The general surgeon was called in, and during the stapling of the appendix the device was very rough when fired and it was making a clenching noise, and would not open. The device handle was pried apart and the jaws opened, and was removed from the appendix. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned with the handles open and with a cartridge loaded in the instrument. The cartridge was received partially fired. The clamping and firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. Although no conclusion could be reached as to how the firing trigger teeth became broken, this damage can occur when excessive force is applied when attempting to fire over tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.